Event description:
It was reported that the device would not recognize. There was no significant delay and no patient injuries. No backup device available.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the lid is scratched. Complaint of control unit not recognizing footswitch was confirmed. Footswitch cord connector has 5 broken pins causing test control unit to not recognize the footswitch. The complaint investigation has concluded that the cause of the recognition failure was a damaged footswitch cord connector. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.